Event description:
The manufacturer received information alleging a ventilator automatically lowered the oxygen settings and would only accept emergency oxygen. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator automatically lowering the oxygen settings. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.